Event description:
Initial report states: "the md was trying to cannulate the introducer into the pt when he noticed a piece of the introducer got separated from the unit tip. The md noted the tip had migrated into the right lower lung. Multiple attempts to retrieve the piece were made and approx 5 hours later, the piece was successfully retrieved under fluoroscopy. The pt developed a right pneumothorax and post-procedure hemoptysis requiring transfusion."

Manufacturer narrative:
Device history record (DHR) review indicates the proper materials and mfg methods were used to produce this lot of materials. Eval of the retain devices did not show any brittleness of the ro/soft tip material. Pull forces of ro/sheath joint was above the minium spec. Presumptive root cause is that force applied to tip segment exceed material strength. Ro tip fractured. Source of force is unknown but may have occurred during introduction into the coronary sinus. Device was not returned to thomas medical for eval. Design controls were opened on this product line to evaluate and potentially implement changes to the tip design, materials and mfg methods to provide a more robust ro/soft tip. See attached report from user.